Event description:
Five days after the implant of the subject device, the physician observed ventricular pacing failure, high ventricular lead impedance (>3000ohms), the r-wave amplitude was around 3mv, and the threshold was not measurable. Reportedly, no irregularities were observed during the implant procedure. During the re-intervention, the physician indicated that the ventricular set-screw was easily unscrewed, the leads were disconnected, and psa measurements on the leads were normal. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.